Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that damage (physical or cosmetic), charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
The pump passed all functional testing including the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08620 inches. However, unit received with a high sleep current. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alerts noted during testing or in the pump trace download or within 2 weeks of the event date. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No under/over delivery anomaly noted during testing. In further full review of the pump history, no recorded bolus deliveries were found within 2 weeks of the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Swapped pcba 1 board with a test board and sleep current measurement passed. The p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a scratched case, pillowing keypad overlay, serial number label missing, cracked battery tube threads, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. In summary, customer allegation for pump possibly under/over delivering not confirmed during full functional testing. Unable to verify customer alleged for high/low bgs. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download with 2 weeks of event date. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. However, unit didn't pass sleep current. Problem isolated to pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.